Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring: clear, customer reports: blank screen, contacts on battery cap missing and missing serial number label. Rfr: battery cap cracked/damaged and damage (physical or cosmetic) the pump history download was successful using thus. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Minor scratched display window, case and keypad overlay. Cracked keypad overlay at select button. Missing serial number label. No battery cap was returned with pump. Unit was tested with a test battery cap. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. Unit received with operating currents within specifications. Unit passed self-test and displacement test. Unit was monitored for 3 days for blank display. During download and per history review it was noted that on (B)(6) 2021 from 23:39:00 a low battery alert occurred. Followed by battery removal at 23:39:28 then a the battery was inserted at 23:39:37 followed by failed battery test alarms at 23:39:37. At 23:40:30 the battery was removed and battery was inserted at 23:42:29 followed by a failed battery test at 23:42:30. At 23:42:38 the battery got removed. At 23:52:00 battery was removed. On 7/16/2021 to 7/19/2021 five events of battery out limit occurred. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Unit may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery out limit alarm. Unit was cut open and electronic stack and motor removed. Electronic stack, motor assembly and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. No battery cap was returned with pump, customer complaint of battery cap damage could not be confirmed. The customer complaint of blank display was not confirmed. The missing serial number label complaint is confirmed. In conclusion: a block of 5 battery out limit alarms were found in the adapt file, history file and long trace file, unit may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery out limit alarm. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.